Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and there was foreign material on the usable length of the catheter observed. There was also noise on the pentaray nav high-density mapping eco catheter electrodes 15-16. The caller stated that the physician experienced more resistance than usual when inserting the pentaray nav high-density mapping eco catheter through the baylis versa cross sheath. The investigation was completed on 15-dec-2021. An analysis was performed on the picture that was provided by the customer. A picture showing foreign material was received for analysis, the photo does not provide sufficient information related to the reported event and therefore, no result can be obtained from it. Customer complaint cannot be confirmed. The product was returned to biosense webster for evaluation. The product analysis was performed as appropriate in order to find root cause of the complaint. Bwi conducted a visual inspection and failure analysis of the returned device. Visual inspection of the returned sample revealed foreign material around the splines of the pentaray catheter. The fourier transform infrared spectroscopy (ft-ir) reveals that the foreign material is primarily polypropylene. The dimensional analysis failed; it was confirmed that catheter measurements on electrodes #15 and #16 are out of specifications due to the observed damage. Then, an electrical test was performed, and the catheter failed; no electrical readings were observed on electrode # 15. A failure analysis was performed, and the catheter was dissected on the tip area; the electrical wire was found to show a loss of electrical continuity resistance causing the improper electrical signal. Based on the findings above noted, the customer complaint was confirmed. Assignment of the root cause for the event remains inconclusive based on the information available for review. However, there are clinical and procedural factors that may have contributed rather than the design or manufacture of the device; there is evidence that documented specifications and procedures manufactured the device. A manufacturing record evaluation was performed, and no internal action was found during the review. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. It should be noted that product failure is multifactorial. The instructions for use contain the following: ECG noise is typically generated due to the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. This catheter is recommended for use with an 8 f guiding sheath as the distal splines may be damaged if used with a sheath that is not compatible. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-nov-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and there was foreign material on the usable length of the catheter observed. It was reported that after mapping in the left atrium with the pentaray nav high-density mapping eco catheter while through the baylis versa cross sheath (8.5 fr. Inner lumen), there appeared on the intracardiac echo (ice) to be a blood clot or something bright hanging on the shaft of the pentaray nav high-density mapping eco catheter. There was also noise on the pentaray nav high-density mapping eco catheter electrodes 15-16. Prior to mapping with the pentaray nav high-density mapping eco catheter through the baylis versa cross sheath, the ablation catheter was placed through this sheath after transseptal access was obtained. The pentaray nav high-density mapping eco catheter was initially placed through a st. Jude agilis sheath. The two catheters were then switched in the sheaths. When the "clot" or something bright was noticed on intracardiac echocardiography (ice), the physician consulted with an interventional cardiologist. They attempted to aspirate the clot or material with the st. Jude agilis sheath pointed toward the pentaray nav high-density mapping eco catheter shaft where it was seen. The physician aspirated about 200 cc of blood only. No clots or other material were removed. A transesphageal echo (tee) along with the ice assisted the physician during aspiration and the material or clot was no longer seen on the pentaray nav high-density mapping eco catheter shaft. The caller mentioned that the pentaray nav high-density mapping eco catheter splines were clean, no clots present. The caller stated that the physician experienced more resistance than usual when inserting the pentaray nav high-density mapping eco catheter through the baylis versa cross sheath. The pentaray nav high-density mapping eco catheter and baylis versa cross sheath were removed. The sheath did not appear damaged. Nothing exited the sheath when flushed. When the baylis versa cross dilator was inserted back out of the sheath tip exited what appeared to be fine, clear fishing wire, or "celery peel" material. The caller stated the physician was not certain if any of this material remained in the patient. The physician believed that the internal part was perhaps physically damaged, and when the pentaray nav high-density mapping eco catheter was inserted and caught on the damaged spot, after the ablation catheter was removed, it may have contributed to the shearing damage. The pentaray nav high-density mapping eco catheter appeared undamaged and felt smooth, so they did not believe it was the pentaray nav high-density mapping eco catheter shaft that was sheared, though this was undetermined at the time of the call. The caller stated it was believed that this sheared material was likely what was visualized on both tee and ice images, and not clot formation. There was no report of patient complications. The patient was stable and waking up at the time of the call and moving around. The initial neurological check was "ok," but the patient was still rousing from sedation. The planned cardioversion was on hold until the following day, to ensure the patient's mental status was normal. Additional information: transseptal (ts) was done with a baylis versa cross sheath and exchanged for st. Jude agilis sheath. Ts with same baylis versa cross sheath and ablation catheter inserted. The pentaray nav high-density mapping eco catheter inserted into st. Jude agilis sheath and map is made with no issue. Then the pentaray nav high-density mapping eco catheter was removed and the ablation catheter was placed in st. Jude agilis sheath. Pentaray nav high-density mapping eco catheter was placed in baylis versa cross sheath with ¿slight resistance¿. Pentaray nav high-density mapping eco catheter is put on the rsvp where they noticed 15/16 was now noisy. They hid it on the recording system. Ablation begins and the act was 360. The physician then noticed what looked like a clot on the pentaray nav high-density mapping eco catheter shaft. They called in consultants to discuss how to aspirate. Under tee guided, the physician pulled back 200 cc but no clot and slightly pulled pentaray nav high-density mapping eco catheter back and then ¿clot¿ was no longer visible. Pulled baylis versa cross sheath out of the box and exchanged it for a short 8 sheath. Flushed sheath and examined no clot or damage to the tip or external sheath. The technician then flushed the dilator to reassemble sheath and when she pushed dilator out, the plastic stuff pushed out of it. Additional information: this was not a situation of clot but a suspected case of the inside of the baylis versa cross sheath shearing off. What came out of the sheath on the back table was a filament. They sent the pentaray nav high-density mapping eco catheter in with a portion of the filament found. Requesting clarification if it came off the pentaray nav high-density mapping eco catheter. The baylis versa cross sheath and the remainder of the filament have been sent in to baylis for analyzation and the representative will let them know their findings. No error message but the catheter (pentaray nav high-density mapping eco catheter) had noise on 15/16 that was not present before inserted in the baylis versa cross sheath. No issues related to temperature and flow on the catheter. Generator parameters (power or temperature control mode) and thresholds (temperature cut off and power cut off): power 42 50 approximately. There was no clot it was filament that was found. The patient was anticoagulated. The act was 360-400. This was maintained throughout the case. The patient had not exhibited any neurological symptoms since the procedure was completed. There was resistance during insertion of the pentaray nav high-density mapping eco catheter but no resistance when inserting the ablation catheter. There was no occlusion when irrigating the sheath. The sheath was freely moveable. The catheter was still able to be moved through the sheath. The foreign material found on the usable length of the catheter was assessed as a MDR reportable. The noise issue was assessed as not MDR reportable. The risk to the patient was low. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote.

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).